Manufacturer narrative:
Mml #: (B)(4). Other device explanted: model: 8145 description: reactiv8 implantable pulse generator serial numbers: (B)(6). Udis: (B)(4). The implantable pulse generator (ipg) and lead assemblies were returned for analysis. There was no allegation against the device's performance. The ipg passed functional testing and operated within the manufacturing specifications. The lead assemblies were received cut into two segments; functional testing could not be performed. Visual inspection revealed no nonconformances associated with the pocket site pain experienced by the patient. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were found. Patient information was requested but no available.

Event description:
It was reported that the patient experienced pain/discomfort while prolonged sitting at the implantable pulse generator (ipg) pocket site. Unrelated to the pain, the patient reported a lack of efficacy and requested an explant. All devices were explanted without any complications.

Event description:
It was reported, that the patient experienced pain/discomfort, while prolonged sitting at the implantable pulse generator (ipg) pocket site. Unrelated to the pain, the patient reported, a lack of efficacy and requested an explant. All devices were explanted without any complications.

Manufacturer narrative:
Mml #: (B)(6). Other device explanted: model: 8145, description: reactive 8 implantable pulse generator, serial numbers#: (B)(6), UDI's: (B)(4).